Event description:
The manufacturer's representative reported that a volume discrepancy was noted, and the patient was experiencing return of symptoms; a motor stall was verified by a motor study. The estimated reservoir volume was 2mls; the actual volume was 10 mls. The pump contained a "cocktail" of fentanyl, baclofen, clonidine and marcaine. Concentrations and doses are unk. It is unk if the baclofen is lioresal or compounded. It is unk what interventation is planned. A follow-up report will be sent if additional information becomes available.